Event description:
The user facility reported that the involved tr band was leaking. The tr band did not seem to hold air. Additional information was received on 05januray2022: estimated blood loss was less than 250cc's. No further surgical intervention was required. The type of procedure was a cerebral arteriogram. The tr band inflated to 19 ml although the max is 18 ml, once the patient arrived at pre/post wrist began to bleed. The band air was at 10 ml, tr band was not accurately holding air. There were no issues with access. Sheath used was a terumo 5 slender. Patient was monitored closely for bleeding in pre/post, air was added and taken out by technologists, nurses and physicians as needed but no consistency with how much air the tr band was holding, periodic bleeding occurred around tr band. Patient current condition was stable. Procedure outcome was successful.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: interventional radiology technologist supervisor the actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For a review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).